Manufacturer narrative:
Additional information has been provided in d3 major bleed/pdi: the cause of the access site bleeding was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During impella cp support, groin bleeding was identified while the repositioning sheath was in place. The bleeding was recognized at the time of device removal during escalation of therapy to an impella 5.5 device. The patient required surgical intervention, including femoral artery cutdown and repair, which was performed in the operating room during the same procedure as the impella 5.5 implantation. It was noted that the patient received a heparin bolus of 5000 units for impella 5.5 insertion. The activated clotting time (act) was reported as 250 seconds. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived to explant of the impella cp.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: a decision was made to withdraw care, and the patient expired. The death is conservatively being reported; however, it is most likely attributed to the patient's underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During impella cp support, groin bleeding was identified while the repositioning sheath was in place. The bleeding was recognized at the time of device removal during escalation of therapy to an impella 5.5 device. The patient required surgical intervention, including femoral artery cutdown and repair, which was performed in the operating room during the same procedure as the impella 5.5 implantation. It was noted that the patient received a heparin bolus of 5000 units for impella 5.5 insertion. The activated clotting time (act) was reported as 250 seconds. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived to explant of the impella cp.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information confirms care was withdrawn and the patient expired. D6b explant date has been updated accordingly (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Complaint coding was also updated to align with the additional event details. Therefore, h6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered the representation of the reported event.